Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a coronary drug-coated stent implantation via 8 french, femoral artery hemostasis was attempted, and the sheath positioning was performed normally. However, the currier tube could not be successfully assembled. Deformation of the tip and bending of the sheath were observed. There was no blood loss. Hemostasis was achieved by manual pressure, and the patient was stable.